Event description:
The customer reported that the system exhibited filament regulator failure errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. A filament calibration was also performed. The system was tested, found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.